Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event of vial rupture as follows: sterilisation "the contents of the juvéderm® voluma" with lidocaine syringes are sterilised by moist heat. The 27g1/2 needles are sterilised by radiation." Method of use-posology" "juvéderm® voluma" with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. "The technical nature of this is essential to the treatments success, so this product must be used by medical practitioner who have undergone specific training in injection techniques for volume restoration. Excellent knowledge of the anatomy and physiology of the treatment area is required." Remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level." Warnings: - "never try to straighten a bent needle; dispose of it and use a new one."

Event description:
Healthcare professional reported "vial rupture during the patient treatment" with a syringe of juvederm voluma" with lidocaine. The event occurred at the luer lock. There was no harm to the patient or the injecting physician.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications.

Event description:
Healthcare professional reported "vial rupture during the patient treatment" with a syringe of juvéderm® voluma¿ with lidocaine. The event occurred at the luer lock. There was no harm to the patient or the injecting physician.